Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had prior hospitalizations for non diabetes related illnesses. On (B)(6) 2016, there was a complication with the patient's insulin pump and diabetic ketoacidosis was noted and resolved on (B)(6) 2016. On (B)(6) 2016, a tia (transient ischemic attack), dyslipidemia and complications with type I diabetes mellitus were noted. It was not clear if customer was wearing the insulin pump at the time of the incident. The reporter thinks about possible over infusion but it was unlikely since troubleshooting would involve aspirating the reservoir and checking the volumes. The reporter also indicated that the patient's normal managing physician was unknown. The reporter was not aware of the patient taking oral medications. No additional information was provided. No product will be returned for analysis.